Manufacturer narrative:
No product impact is known to date. A review of the logs did not reveal any reagent or instrument issues. This issue relates to a contamination event at the customer site.

Event description:
On (B)(6) 2022, a customer called hologic technical support (ts) to report an invalid aptima sars-cov-2 run. The customer stated that the run was invalidated due to the negative control being positive. The customer reloaded the run with new controls and a new kit and observed no issues with a normal number of positives. The customer noted that a previous run, which used the same kit lot 314324 as the invalid run, had many positives with low rlus. The customer also noted that the lab ran environmental swabs and the sample shield on this instrument came up positive. Molecular tech support (mts) reviewed the logs which revealed that invalid wl: (B)(6), which had a negative control rlu of 1181. The previous run (wl: (B)(6)) done with the same kit was valid, however, it had many positives with low rlus and negatives with high rlus. Mts advised the customer to repeat all positives in wl: (B)(6) which have 93/176 sars-cov-2 positive results. The customer confirmed that results for wl: (B)(6) were reported out automatically and later corrected after retesting on a different panther instrument. Of note, the customer did not provide the retest results for wl: (B)(6). The customer confirmed that retesting was done using the original aliquot tubes. The customer noted that after retesting they obtained half positive and half negative results. The customer confirmed that some patients were scheduled for monoclonal antibody treatment and surgeries were delayed due to the positive results. No product impact is known to date. A review of the logs did not reveal any reagent or instrument issues. This issue relates to a contamination event at the customer site.